Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was due to normal eri. (B)(4).

Event description:
Upon interrogation, the device was found in back up mode due to eri. The device will be replaced and the patient is in good condition.